Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. While the reported guide wire is currently marketed in the us under the brand name gladius mongo 14 es, the device is marketed some areas outside the us under the brand name gladius mg14 pv es. The reported gladius mg14 pv es guide wire was returned for evaluation. The returned gladius mg14 pv es guide wire was found curved for approximately 15mm distal to the proximal solder (set at 30mm from the wire tip in order to fix the outer coil onto the core wire). The core wire was found fractured at approximately 15mm distal to the proximal solder. Microscopic observation found that the segment immediately proximal to the fracture surface of the core wire was curved, where circumferential cracks were found. The outer coil and polymer jacket of the guide wire were stretched from approximately 10mm distal to the proximal solder. The polymer jacket was torn off at approximately 28mm distal to the proximal solder, while the outer coil was fractured at approximately 34mm distal to the proximal solder. Microscopic observation of the fracture end of the outer coil found a relatively flat fracture surface and twisting of the outer coil strand, indicating that torsion was generated as the coil structure had been straightened by tension. The guide wire fragment that had been snared out was found with the ball tip at the very distal end of the fragment. The guide wire fragment was kinked at approximately 5mm from the wire tip, while a curve was observed at approximately 7-15mm from the tip of the fragment. The core wire, outer coil, and polymer jacket were found fractured at approximately 15mm from the tip of the fragment. The polymer jacket was then removed and the outer coil was unwound for observation. A curve was found proximal to the fracture end of the core wire, indicating that bending stress was applied. Circumferential cracks were observed on the core wire shaft. Microscopic observation of the outer coil found a relatively flat fracture surface and twisting of the outer coil strand, indicating that torsion was generated as the coil structure had been straightened by tension. Observation by scanning electron microscope (sem) found a relatively flat fracture surface with dimples with a spiral shape on each fracture surface on the proximal side and the distal side of the core wire. Measurement of the returned guide wire suggested that the core wire as well as the outer coil of the subject gladius mg14 pv es were fractured at approximately 15mm from the tip, detaching the distal segment. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, lot history review, and referring to known similar events, it was presumed that such stress as torsion might have been locally applied to the subject gladius mg14 pv es guide wire due to anatomical and lesion conditions. Consequently, the core wire, outer coil, and polymer jacket of guide wire was detached. Although it was concluded that the reported event was not attribute to the product quality, it was concluded that a wire fragment was likely to have been left in situ as the returned subject device was too severely damaged to rule out such possibility. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ observe guide wire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guide wire without observing corresponding movement of the tip. [Otherwise, the guide wire may be damaged and/or trauma may occur.] In addition, ensure that the distal guide wire and its location in the vessel are visible during wire manipulations. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] - separation of the guide wire.

Event description:
It was reported that an asahi gladius mg14 pv es guide wire was used for a plain old balloon angioplasty (poba) for a heavily calcified chronic total occlusion (cto) lesion in the anterior tibial artery (ata). The gladius mg14 pv es guide wire was detached during guide wire manipulation by way of the retrograde approach with a support by a prominent stiff micro catheter (tokai medical products). The wire fragment was removed by using an unspecified snare. The procedure was completed by balloon dilatation with an unspecified balloon catheter. The physician commented that the reported event might have been attributed to the severe calcification of the lesion. It was informed that there were no adverse patient effects.